Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket c5, c6 were failed. A field service engineer inspected all components of the drawer and identified damage to the retractor band cable on drawer auxiliary 2-1, replaced the retractor band and reloaded the inventory items into the drawer without any issues, then tested the drawer in diagnostics and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary e7ms02 drawer 2.1 cubies c5 and c6 failed and become unable to read, write. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.